Event description:
The customer reported erroneous total thyroxine (tt4), triiodothyronine (t3) uptake, and ferritin results for one pt involving access immunoassay system. The customer stated the pt was sent to the endocrinologist. The samples were retested on an alternate methodology and produced normal results. The erroneous results were released out of the laboratory. There has been no report of pt injury. The customer supplied beckman coulter, inc. With the pt samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance and declined service. The sample was collected in an serum separation tube (sst). Quality control (qc) was within specifications before and after the erroneous results. System check was performed on (B)(4) 2008 and was within specifications. Testing at beckman coulter customer product line support (cpls) laboratory confirmed some heterophile or interferent in the pt sample. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have rec'd immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access total t4 results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, data from add'l tests and other appropriate info. Thyroid status should not depend on results from a single thyroxine test. Complete thyroid status eval should include add'l thyroid function tests, eval of thyroid autoantibodies, and physician clinical eval. The access thyroid uptake results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, data from add'l tests and other appropriate info. The eval of thyroid status should not depend on results from a single test. Complete thyroid status eval should include other thyroid function tests, including eval of thyroid autoantibodies (useful in the diagnosis of autoimmune thyroiditis), and the physician's clinical eval. The access ferritin results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, data from add'l tests and other appropriate info. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-02750.